Manufacturer narrative:
No frozen screen noted during testing. No button error alarm during testing. However, unit had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to exit the alarm because the insulin pump was frozen. Customer's blood glucose level was 288 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.